Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via a patient call that the patient underwent a cervical fusion at c4-7. Post-op, it was alleged that the screw got loose from the plate and later the plate failed. Patient believes she needs a surgery.